Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. There was no need for third-party assistance, and the customer resolved the issue by changing the infusion set and cartridge and resuming insulin.